Event description:
The customer reported that 2 units of blood were being transfused and the patient also had a maintenance flush line infusing at 20 ml/hr. When the transfusion was complete the nurse clamped the blood tubing and programmed additional rate and volume on the flush line pump. No IV pushes or manual flushes were reportedly given. As the maintenance flush was completing, the pump alarmed for upstream occlusion. The nurse disconnected the tubing from the main line and when unloading the set noted that the silicone segment was bulging. ¿it sprayed due to the pressure however the bulge in the tubing never went down.¿ no patient harm was reported.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of ballooning in the silicone segment was confirmed. Visual inspection of the received set noted a short portion of the silicone pump segment was slightly bulged and had been weakened, consistent with ballooning effects. The bulged area was located just below the engagement between the upper fitment and the silicone pump segment. Functional and pressure testing was performed; during draining, priming, and gravity infusion, the slightly bulged area on the pump segment remained bulged, though it did not bulge or balloon any further. Additional bulging was replicated during pressure testing. The root cause of this event could not be identified.